Manufacturer narrative:
Evaluation summary: the stent was returned for analysis, the delivery system was not returned. The stent was deformed with stretching, bunching and over lapping . (B)(4).

Event description:
During hospitalization an enzymatic elevation was noted. The physician proceeded with coronary angiography. A guidewire was advanced to the in circumflex artery; a second guidewire was placed in the 1st branch. The lesion was pre-dilated . A resolute onyx drug eluting stent was successfully implanted in the 1st branch. A second resolute onyx drug eluting stent was intended to be implanted at the proximal edge of the 1st stent to treat the circumflex. There were no difficulties noted when removing the protective sheath .the device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. During delivery of the second resolute onyx the physician encountered resistance and excessive force was used. The physician inserted another wire to pre-dilate the lesion again, and tried to implant the stent but it failed to pass the lesion. The physician decided to pull back the stent from the catheter but, due to the deformation, the physician could not retrieve the stent alone. They removed the system first, and once they were near the radial access, they removed the entire system including the stent-catheter-introducer sheath, wire and closed the access with a tr band closing device. While the physician was checking the devices used during the procedure, it was noted that the stent was missing over the balloon. Fluoroscopy was performed and the stent had dislodged and was near the carpal bond of the patient. An attempt was made to capture the device with a snare but failed as the artery was too narrow. The dislodged stent was removed with surgery. Patient reported as alive, no further patient injury reported